Manufacturer narrative:
Manufacture date and expiratin date unavailable with information provided.

Event description:
Information was received that a smiths medical cadd cassette had a break in the line. Customer was an end user. No further information was reported.

Manufacturer narrative:
One cadd cassette was returned for analysis. Visual inspection performed and product found that the 8" line has a cut. The device was previously filled with medication. Customer's complaint was verified. Service describes the unit would not have been useable to fill the medication if the leak occured from the factory. Service expects the damage occurred after it left the production facility. Use testing was performed. The problem source is unknown. Production personnel perform a 100% in-process leak test during manufacturing of the cassette assembly. As a preventative action manufacturing personnel was notifed of the complaint by the quality intern on (B)(6) 2018.